Event description:
It was reported that the patient experienced a shocking or jolting sensation when going from standing to laying or sitting. Turning stimulation down with the programmer and usually took away the shocking sensation. It was noted that the patient had to turn the stimulation up when he stood because he didn't feel stimulation in his legs and started to have pain. The patient also had his ins programmed to shut off at night and automatically turn on in the morning. He felt a shocking sensation at that time as well and it usually woke him up. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3998, lot# lb3541, implanted: (B)(6) 2003, explanted: na; extension model 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: na; extension model 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: na; programmer model 7435, serial# (B)(4).